Event description:
A hospital in (B)(6) reported that, while using an rt228 infant breathing circuit in conjunction with the expiratory limb of an rt235 infant circuit, the y-piece connection with the yellow sle restrictor and the expiratory limb became loose and had to be tightened. This occurred during the ventilation of a child. There was no patient consequence observed.

Manufacturer narrative:
(B)(4). The rt228 is not sold in the USA, but is similar to a device that is sold in the USA. The 510(k) for the similar device is k020332. Method: the complaint devices returned included the rt228 inspiratory limb, the rt235 expiratory limb, the swivel and the pressure line. The rt228 and rt235 circuits use the same model of swivel. A visual inspection of all returned components was performed. Dimensional measurements of the swivel and the sle restrictor were taken using digital calipers. A performance test was carried out to check for tightness of fit. Results: no physical damage was observed to any of the returned product. The dimensional measurements of the sle connector and swivel were within specification as per their respective drawings. Both the sle connector and the rt235 expiratory limb were able to make a tight connection with the swivel wye. This is the only complaint of this type that we have received for this product. Conclusion: there was no defect found with the product. Our user instructions contain the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.